Manufacturer narrative:
This supplemental report is to provide the subject device evaluation. As a result of evaluating the subject device using sem (scanning electron microscope) by (B)(4) olympus, there were no scratches or scrapes observed on the front or back surface around the damaged part. In addition, from the conditions of the damaged part cross section, it was found that there was a possibility of a brittle fracture. Further, it has been found that the user facility inserted an injection needle in order to widen the slit, for the first time use of the subject device. Based on the above, it is considered that the subject device was damaged by inserting a sharp instrument, such as an injection needle into the slit, which possibly lead to fluid leakage out of the damaged part.

Manufacturer narrative:
Because lot # of the subject device (B)(4) is unknown, the manufacturing history cannot be reviewed. (B)(4) used for this procedure was returned to (B)(4) olympus for evaluation. (B)(4) olympus confirmed the biopsy valve and found that around the slit part of mb-358 was damaged. The exact cause could not be determined. However, it could be considered that the inside the patient was pressurized by air for securing a field of view at the procedure and became positive pressure, and then gascon water(bubble-bursting agent), which the patient took immediately before the procedure, spurted from the damaged part of the slit of the biopsy valve, causing the scatter over the nurse, or when a physician performed a suction operation at the procedure, gascon water(bubble-bursting agent) accidentally spurted from the crack of the damaged part. Further, for the first time use of the subject device, the facility inserted an injection needle in order to enlarge the slit part, which may lead to the damage to subject device. The IFU of gif-q260 does not instruct such usage as described above. Additionally, if the facility would perform inspection before use in accordance with the IFU of gif-q260 used in combination with the subject device, the facility could notice abnormal conditions of the subject device before the procedure. Therefore, it is also considered that an inappropriate handling and an inadequate inspection before use of the facility might cause this event.

Event description:
During an esophagogastroduodenoscopy procedure using the subject device and gif-q260 in combination immediately after the patient took gascon water(bubble-bursting agent), a fluid spurted from the slit part of the subject device and scattered over a nurse. It was reported the nurse had no injury.